Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient experienced back spasms that are primarily on their left side and spread across their back just below the shoulder blade. The patient experiences the pain only when bending and rotating. The patient has had a motor vehicle accident (mva) years ago where they had disc trouble in the same area, but their physician has confirmed that there are no issues with the discs currently. The patient asked if this could be from their device on their right side. The patient also noted that their battery is moving in the pocket. Their symptoms seem to be well controlled, and they have not had any falls. The patient is recently recovering from a valve replacement for aortic stenosis and is also about to start wearing a halter monitor. The patient had turned off their device and is taking tramadol and flexeril but with no relief. The patient was advised leaving their device off for a couple of weeks to rule out pain from the device and also due to wearing the halter monitor. The patient was also advised having the physician assess the battery moving in the pocket. The patient will let the local care team know when they have any updates. Additionally, the patient wanted to recover from their cardiac procedure before moving forward with any plans with their urologist and patient care team. In the interim, the patient has their device off and is no longer having the discomfort they were experiencing.

Event description:
It was reported the patient experienced back spasms that are primarily on their left side and spread across their back just below the shoulder blade. The patient experiences the pain only when bending and rotating. The patient has had a motor vehicle accident (mva) years ago where they had disc trouble in the same area, but their physician has confirmed that there are no issues with the discs currently. The patient asked if this could be from their device on their right side. The patient also noted that their battery is moving in the pocket. Their symptoms seem to be well controlled, and they have not had any falls. The patient is recently recovering from a valve replacement for aortic stenosis and is also about to start wearing a halter monitor. The patient had turned off their device and is taking tramadol and flexeril but with no relief. The patient was advised leaving their device off for a couple of weeks to rule out pain from the device and also due to wearing the halter monitor. The patient was also advised having the physician assess the battery moving in the pocket. The patient will let the local care team know when they have any updates. Additionally, the patient wanted to recover from their cardiac procedure before moving forward with any plans with their urologist and patient care team. In the interim, the patient has their device off and is no longer having the discomfort they were experiencing.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1h621123 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, muscle spasm, pain, and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.